Manufacturer narrative:
No product will be returned for eval - we are unable to evaluate the adhesive pad for any abnormality that may have resulted in an allergic reaction. It is known and understood by the MFR that, based on customer's individual skin sensitivities, various reactions to the pod's adhesive may be experienced. The omnipod user guide warns customers: "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." While no pre-existing allergy was reported, the customer's dermatologist stated that "she may have or be developing an allergy to something in the plastic even though she hasn't been allergic before." To mitigate the recurrence of adverse skin conditions, the omnipod website offers a resource guide that includes a listing of skin barrier products that can be used to protect the infusion site. A review of lot qualification records was performed and no abnormalities of the adhesive pad were noted - the lot passed the acceptance criteria.

Event description:
The customer reported that the last five pods "have left a bright red mark" on her skin "where the cannula and the plastic area" rests on her skin; these marks stay on her skin "for a long time". Each pod was worn for its maximum three-day life. The condition first started only at the cannula insertion site, but "now includes the oblong shape where the fill port area is." She had seen her dermatologist, who "ruled out that it may be the plastic from the pod." However, per a f/u conversation with the customer, she stated that her dermatologist said she may be developing "an allergy to something in the plastic even though she hasn't been allergic before." Prior to applying pods, the customer prepares the site using a cotton ball with alcohol; she also uses a skin gel to protect her skin from the adhesive "that used to irritate her." No product will be returned for eval.